Event description:
Per information provided: on (B)(6) 2017 - patient was diagnosed with multiple incisional hernias thereby underwent laparoscopic repair with the implant of two ventralight st using echo ps (device #1 & #2). Per operative notes, ¿two hernias were noted at the umbilicus and infra umbilicus location. Incarcerated omentum and small bowel were taken out of the multiple hernias. The ventralight st using echo ps (device #1 & #2) was placed in the abdominal cavity and tacked by sutures.¿ on (B)(6) 2017 - patient was diagnosed with small bowel perforation thereby underwent exploratory laparoscopic repair with explant of ventralight st using echo ps (device #1 & #2) and implant of biological mesh. Per operative notes, ¿the hernia sac was noted. The ventralight st using echo ps (device #1 & #2) was removed entirely. Defect in small bowel was noted. A biological mesh was placed in an underlay manner posterior to fascia, then secured by sutures.¿ attorney alleges that the patient had bowel obstruction, bowel perforation, infection, pain and suffering.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2017) is considered to be a best estimate. This emdr represent the bard/davol ventralight st w/ echo (device #2). An additional supplemental emdr was submitted to represents the bard/davol ventralight st w/ echo (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.